Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation found that the internal battery was depleted and it eventually charged while plugged to the ac main power source. Review of the device data logs showed that the battery charge decreased despite the device being connected to the ac main power. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device charging failure was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while plugged into a main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer contacted resmed to enquire on how to charge an internal battery. Per the customer, the patient left the astral device unplugged and the internal battery depleted. The internal battery failed to hold charge after the device was plugged into the main power source. Resmed has requested for the device to be sent in for evaluation. The customer sent the device to a third party service center for evaluation. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while plugged into a main power source. There was no patient injury reported as a result of this incident.